Manufacturer narrative:
No films were received that corroborate the reported event, however, clinical summary provided notes that the clinical goals of fixation and cervical alignment were preserved despite the component separation. The patient was monitored for 24 months without clinical complications. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include:bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, . . . "

Event description:
On (B)(6) 2011 a (B)(6) year-old female patient with significant prior surgical history received segmental posterior fixation from occiput - c2 as well as c3-t3. 6-8 weeks after index surgery, the fixation rod separated from the occipital plate. The detachment of the rod from the occiput was not repaired.